Event description:
It was reported that the insulin pump alarmed for off no power. The insulin pump could not be turned on after the alarm. A new battery did not resolve the anomaly. The reporter had treated with manual injections. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected off no power alarms or power shutting off occurred during our testing. No damage was found on the lcd isolation tape during our visual inspection. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).